Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. The customer was treated for the low blood glucose with candy. Customer stated that the drive support cap was normal. The customer stated that the insulin pump worked as designed. The product was not returned for analysis.